Event description:
Customer alleges lift chair doesnt have enough padding on seat and drops and makes noise.

Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
A field service technician replaced the seat bottom and footrest. The device is working properly.

Event description:
Customer alleges lift chair doesnt have enough padding on seat and drops and makes noise.